Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified the failure mode as a defective reference valve and misaligned mid reference probe. The fse replaced the reference valve and re-aligned the mid reference probe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) with error flags, "f, ph" on their au480 clinical chemistry analyzer. The erroneous patient results were not reported out the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided initial results for one (1) patient sample.